Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not able to adjust stimulation. The pt programmer display showed the "call your doctor" icon. An out of regulation (oor) condition was noted. The pt saw the oor message on the pt programmer when checking the implantable neurostimulator (ins) status. The pt went to the clinic after the oor occurred and the device was reprogrammed. It was noted that the stimulation was not effected/did not change when the oor message occurred. Oor message occurs. Electrode impedances were in the normal range. It was unclear why the pt was getting an oor message. It was reviewed that if the pt were to experience oor again and/or have any changes in stimulation or side effects, an impedance check should be conducted with the pt's head in different positions while turning the stimulation on/off/on. It was later reported that the pt once again experienced an oor condition. All impedances were within normal range except electrode 6 which was measured at >4000 ohms. It was noted that the pt had a fall and hit the left side of his face in late march. The pt had experienced a return of symptoms and increased dyskinesias with the second oor. Additional info has been requested, but was not available as of the date of this report.